Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), arthralgia ("left side hip pain"), hypoaesthesia ("numbness"), paraesthesia ("tinglingin my left hand"), muscle spasms ("cramps in my left leg"), abdominal distension ("bloated"), pain ("everyday whole body hurts"), anxiety ("anxiety"), panic attack ("panic attacks") and depression ("depression"). The patient was treated with surgery (laparoscopy). At the time of the report, the pelvic pain, abdominal pain lower, arthralgia, hypoaesthesia, paraesthesia, muscle spasms, abdominal distension, pain, anxiety, panic attack and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, depression, hypoaesthesia, muscle spasms, pain, panic attack, paraesthesia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new events added anxiety, panic attacks, depression. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), arthralgia ("left side hip pain"), hypoaesthesia ("numbness"), paraesthesia ("tinglingin my left hand"), muscle spasms ("cramps in my left leg"), abdominal distension ("bloated") and pain ("everyday whole body hurts"). The patient was treated with surgery (laparoscopy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, arthralgia, hypoaesthesia, paraesthesia, muscle spasms, abdominal distension and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, hypoaesthesia, muscle spasms, pain, paraesthesia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new reporter and event everyday whole body hurts were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), arthralgia ("left side hip pain"), hypoaesthesia ("numbness"), paraesthesia ("tinglingin my left hand"), muscle spasms ("cramps in my left leg"), abdominal distension ("bloated") and pain ("everyday whole body hurts"). The patient was treated with surgery (laparoscopy). At the time of the report, the pelvic pain, abdominal pain lower, arthralgia, hypoaesthesia, paraesthesia, muscle spasms, abdominal distension and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, hypoaesthesia, muscle spasms, pain, paraesthesia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), arthralgia ("left side hip pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling my left hand"), muscle spasms ("cramps in my left leg") and abdominal distension ("bloated"). The patient was treated with surgery (laparoscopy). At the time of the report, the pelvic pain, abdominal pain lower, arthralgia, hypoaesthesia, paraesthesia, muscle spasms and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, hypoaesthesia, muscle spasms, paraesthesia and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.